Event description:
During a procedure the surgeon tried to fire the ligasure maryland jaw sealer/ divider. The device failed to fire and force triage error code occurred. The device was immediately removed, and a new device was used to complete the procedure.